Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 150 mg/dl. Reportedly, the pump was reset to resolve the issue, and customer declined further follow up from tandem technical support.